Manufacturer narrative:
At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that two days after the implant procedure of this right ventricular (rv) lead, the lead exhibited high pacing thresholds and loss of capture (loc). An x-ray was performed to confirm lead position. However, the physician decided to replace the lead on (B)(6) 2025. No additional adverse patient effects were reported. This lead has not been returned.